Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler went through bowel, it was stapled together but the staple line failed and needed to be re- stapled. The surgeon then had to resect the bowel and suture. While later on the case, the staple line separated and the physician sewed again for the staple line did not hold. It was also reported that the incision was extended for more than 1inch due to event.